Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event, of the system monitor displaying a ram system error (fault message), was inconclusive as the issue was not observed or duplicated when the returned unit was evaluated. The returned system monitor was checked by technical service. The reported ram system error fault message did not occur; the system monitor operated properly. The system monitor was tested and returned to the customer. A corrective and preventative action (CAPA) was opened to further investigate issues related to the system monitor atypical screen behavior. The device is included in the system monitor atypical screen behavior advisory issued by abbott on (B)(6) 2024. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The system monitor (part number 101214) was built in (B)(6) 2009. The packaged system monitor (part number 1286a) was placed into inventory on (B)(6) 2009. The unit was shipped to the customer on (B)(6) 2009. The unit was last serviced on (B)(6) 2018 - missing locking feet. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (setting up the system monitor for use with the power module) and the heartmate 3 left ventricular assist system (lvas) IFU (system monitor). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a ¿pump off, low flow¿ alarm on the system monitor followed by ¿system monitor ram error¿ message. There was no audio alarm and the controller did not have any alarms. The green light on the controller remained on and patient was asymptomatic. The monitor was switched out and there were no further alarms on the monitor. The event and periodic log file did not capture any pump off or low flow alarms. There were no unusual events seen within the log file. The patient had another ¿system monitor ram error¿ message with ¿pump off, low flow¿ alarm on the monitor. There were no audio alarms and the system controller did not have any alarms. Patient was asymptomatic. The power module, patient cable and monitor were all switched out, but the same thing reoccurred. The event log file contained no abnormal alarms or events. The pump support appeared unaffected by the system monitor message. This patient had another system monitor issue on (B)(6) 2020. Per bedside nurse, noticed ¿message in very small writing¿ on the top right corner of the monitor that she described as ¿similar to a computer screen with virus¿, right after this the monitor went blank. This happened around 12:30pm. Patient felt something when the incident occurred but there was nothing on the controller history besides pulsatility index (pi) events. The patient switched to batteries right away. There were no unusual events recorded in the log file event history. There was no interruption in pump support throughout the log files. The log file does not offer any information on the system monitor. The customer was told that typically rebooting the system monitor will resolve ram errors. The software was re-uploaded on the 3 affected monitors on (B)(6) 2020. On (B)(6) 2020, the system monitor texts became orange in color followed by a frozen touchscreen. The patient was switched to batteries and was asymptomatic. Log file review was normal.